Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from a hole in the cassette. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The pdrn stated that the cycler remained with the patient for continued use and confirmed that the cycler set has been discarded and is not available to be returned to the manufacturer.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from a hole in the cassette. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The pdrn stated that the cycler remained with the patient for continued use and confirmed that the cycler set has been discarded and is not available to be returned to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.